Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 10 years, since the subject device was manufactured. Based on the results of the investigation, a root cause could not be determined. However, it is likely, that an image was not displayed, due to faulty charged coupled device that was broken, because water entered from the detached boot part of the cable. As to cable damage, we checked the contents described in the instruction manual at the time of product shipment and found the following descriptions. We determined, that the reported phenomena might be prevented, by following these descriptions: never excessively bend, pull, twist, coil, squeeze or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable, while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation found that the oredome (boot) was dislodged, and the ccd unit was flooded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was a cloudy image from the camera head. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, it was found that there was an imaging sensing failure in the charge coupled device unit (ccd) causing a blurry image. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.